Manufacturer narrative:
Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 4th related complaint for needle hub separates on lot # 9176507. Investigation summary: customer returned photos of 3/10cc syringes. Customer states that the hub was detached with the shield. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch #9176507. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1542207. On 22 apr 2020, (B)(4) received photo complaint. A visual evaluation of photo found (2) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. (3) syringes with no obvious manufacturing damage. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA #: (B)(4). Rationale: CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that syr 0.3ml 30ga 8mm 7bag 420cas (B)(4) hub detached on 5 occasions before use. The following information was provided by the initial reporter: a hub was detached with the shield.